Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient claimed that upon removal of the sensor pod, the sensor wire was not present. On (B)(6) 2014 patient went to the doctor and had an x-ray taken. Patient stated that the x-ray did not find a sensor wire. Patient reported soreness at site of sensor insertion. At the time of contact, patient did not report any injury or further medical intervention.

Manufacturer narrative:
(B)(4).